Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, cystocele and vaginal vault prolapsed and mesh was implanted. On (B)(6) 2008: pt. Had excision of granulation tissue and suture material . On (B)(6) 2009: pt. Had granulation tissue removed at rt side of posterior vaginal fornix.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and tvt-o was implanted.

Manufacturer narrative:
Date sent to the FDA: 01/02/2017.